Event description:
After repositioning the matrix soft-sr 2d coil several times, it needed to be retrieved. The physician felt no response of the coil while pulling the pusher wire. After a while fluoroscopy showed stretching of the coil. The coil was retrieved completely by removing the tracker excel-14 microcatheter. No complications with the patient were reported to have occurred during this event. During analysis it was found that the matrix soft-sr 2d coil had separated at the proximal section from the main coil joint.